Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Multi-organ failure is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to multi-organ failure are multifactorial and may be attributed to the patient's complex medical history, the implant procedure, concomitant therapies, and complications experienced during the patient's post-operative period. Clinical factors that may have contributed to the patient outcome include the implant procedure, post-operative complications including renal dysfunction and respiratory failure, and related comorbidities. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by clinical engineering that on the second post-operative day following lvad implantation this patient was extubated and placed on an oxygen mask with inhaled nitric oxide. She subsequently experienced multiple post-operative complications including renal dysfunction, right ventricular failure, liver dysfunction, hypotension, and hypovolemia. A lasix drip was started "without good results" and continuous veno-venous hemodialysis (cvvh) was initiated following a nephrology consult. The patient remained hypotensive despite inotropic support (vasopressin, dobutamine, and milrinone) and her oxygen needs continued to increase. On (B)(6) 2015 she was reintubated and a competitor rvad was placed. The patient continued to decline over the next two days and an oxygenator was placed into the circuit of the rvad. Her clinical condition never improved and support was withdrawn on (B)(6), 2015 per the family's request. The cause of death was reported to be multisystem organ failure. The pump and peripherals will not be returned to the manufacturer because they were discarded by the site. The site does not believe the patient's death was related to the device.